Event description:
It was reported the system locked up. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard drive, generator and gib batteries were evaluated and replaced. The system software was reloaded. The system was tested and found to be working as intended and returned to service.